Event description:
It was reported that the arctic sun device kept popping up windows error message. They have already tried powering off for about 2 hours and powering back on. Error message returns within minutes after they acknowledge and close it out. Advised if error keeps returning after hard reboot, they need to swap out to an alternate device. Send this device to biomed labeled windows error. Per follow up information received via task on 06jan2026, biomed stated that the device displayed a disk read error and ctrl+alt+delete. It was determined that the device has a failed control panel. Biomed would replace the control panel themselves.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device kept popping up windows error message. They have already tried powering off for about 2 hours and powering back on. Error message returns within minutes after they acknowledge and close it out. Advised if error keeps returning after hard reboot, they need to swap out to an alternate device. Send this device to biomed labeled windows error. Per follow up information received via task on 06jan2026, biomed stated that the device displayed a disk read error and ctrl+alt+delete. It was determined that the device has a failed control panel. Biomed would replace the control panel themselves

Manufacturer narrative:
The reported issue was confirmed. The root cause identified as a control panel failure. They have already tried powering off for about 2 hours and powering back on. Error message returns within minutes after they acknowledge and close it out. Advised if error keeps returning after hard reboot, they need to swap out to an alternate device. Send this device to biomed labeled windows error. Per follow up information received via task on 06jan2026, biomed stated that the device displayed a disk read error and ctrl+alt+delete. It was determined that the device has a failed control panel. Biomed would replace the control panel themselves. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out-of-box failure. Complete initial reporter facility name: emory university hospital midtown (euhm). Correction: f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.